Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The patient experienced dyspnea. The ra lead remains in use. No further patient complications have been reported as a result of this event.